Event description:
Pt reported that the pump powered off without user intervention. There is no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.